Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a left total hip replacement (B)(6) 2008. He saw his doctor for follow up with complaints of pain. Surgeon had him tested and found elevated cobalt levels. He was scheduled for a revision hip. During surgery the doctor noted some trunion wear as well as some poly wear from the jnj acetabular component. The femoral head was easily removed. The stem was then removed and revised to a restoration modular stem and a new poly liner. The operation was completed successfully.

Manufacturer narrative:
An event regarding pain, trunion wear & abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Device was not returned however, inspection of provided explanted images shows blood stains on stem. Nothing else can be determined from the explanted images. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who stated: "the primary harm involved is pain 9 years s/p tha." Further documentation such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, laboratory reports, pathology reports & implant retrieval with material analysis would required to aid in the completion of this assessment. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that patient complaints of pain. Upon testing elevated cobalt levels were noted. During surgery some trunion wear was noted as well as some poly wear from the competitor's acetabular component. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Device was not returned however, inspection of provided explanted images shows blood stains on stem. Nothing else can be determined from the explanted images. The provided medical information was submitted to a consulting clinician who stated that postoperative xrays with skin staples in place provided show a pressfit revision tha in anatomic position apparently well fixed. The primary harm involved is pain 9 years s/p tha. Further documentation such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, laboratory reports, pathology reports & implant retrieval with material analysis would required to aid in the completion of this assessment if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a left total hip replacement (B)(6) 2008. He saw his doctor for follow up with complaints of pain. Surgeon had him tested and found elevated cobalt levels. He was scheduled for a revision hip. During surgery the doctor noted some trunion wear as well as some poly wear from the jnj acetabular component. The femoral head was easily removed. The stem was then removed and revised to a restoration modular stem and a new poly liner. The operation was completed successfully.